Manufacturer narrative:
Review of the production records confirmed that the product met release criteria. Additional qc testing of reserve samples were found to be conforming and met release criteria.

Event description:
The clinician claimed that there was a failure with the product. Several unsuccessful attempts were made to obtain additional information. It is unknown if there was any patient involvement or any adverse events associated with this incident.